Event description:
Procedure: lap gastric bypass. The endo gia universal misfired and then would not straighten out. The surgeon needed to increase incision size to remove the instrument. No further patient injury reported.